Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of chronic heart failure with mildly reduced ejection fraction (hfmref), ejection fraction (ef) 50%, (ci 1.92), coronary artery disease (cad) with a history of (hx) percutaneous coronary intervention (pci's), chronic hypoxic respiratory failure/chronic obstructive pulmonary disease (copd) on home 2l (previously 3l) , remote hx thoracic surgery, complicated by staph infection, diabetes mellitus (dm), hypertension (htn), obstructive sleep apnea (osa) (does not tolerate continuous positive airway pressure (CPAP)), obesity and hx of smoking. During the procedure, the valve was able to be implanted. Post-procedure, the patient was developed with respiratory failure. Extracorporeal membrane oxygenation was placed to stabilize the patient. The implanter classified this event as being related to the procedure and the patient's past medical history. The patient is currently hospitalized.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.